Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the tip of a disposable forceps (ID 9008100sl) melted on a setting of 30. The device was in contact with the patient; however, no patient injury was reported. The procedure was completed with a replacement product available. The event led to 5 minutes surgical delay. The patient outcome is satisfactory. The generator used was another brand.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The disposable forceps (ID 9008100sl) was returned for evaluation. Device history record (DHR) - the product code 9008100sl with lot 7469675, conformed to the specifications when released to stock. Failure analysis - the device was received by error at le locle site and forwarded to mansfielsd site for investigation. The product can not be found at this time so no investigation is possible. If report investigation or additional information is received, this investigation will be re-opened and evaluated. Root cause analysis - no root cause could be determined as the device was not available for investigation. The possible root cause for the reported complaint could be due to coating thickness insufficient/ incorrect material selection.